Manufacturer narrative:
Root cause identified as failure of the seal on the chamber float to function properly as a result of deformation caused by the welding process used during manufacturing. Action taken: training of the operators to identify correct/incorrect assembly/function of stem and seal holder. Introduction of go/no go gauges. New jig that reduces risk of deformation during assembly. 100% inspection on production line.

Event description:
The chamber in the 038-31-203u would not fill with water after spiking the bag. The water would not flow into the chamber even after trying to squeeze the water bag. The clip near the spike on the end of the tubing was unclipped.